Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels (250 mg/dl). The cause for the reported elevated bg levels is unknown. System check with tandem technical support was performed, and the pump was functioning as intended. Customer administered manual injections to address elevated bg levels. Reportedly, bg levels became stable.